Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer also mentioned that the b button was note working. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. All buttons functioned properly, no damage on the keypad assembly. Insulin pump inspected connector on lcd and no unlock keypad connector. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.